Manufacturer narrative:
The insulin pump passed self-test and a21 error test. Pump passed all operating currents tested with in the spec range and passed off no power test. The pump was unable to confirm insulin not delivering and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to end cap broken off. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the pump fell out of their pocket. The customer stated that a chunk of plastic was broken and wires hung out. The customer stated that the pump stopped delivering insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.